Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the down angle was reproduced / the insertion part meandering was reproduced; however, the water drainage issue was not reproduced. The device evaluation found that the nozzle was clogged with a foreign material. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, during surgery the gastrointestinal videoscope had problems with the down angle, had problems with the meandering of the insertion site, and had poor water drainage. The issue was found during a procedure, the intended procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with a foreign material. There were no reports of patient harm or patient health hazard. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material in the nozzle was derived from chemical agent such as antifoaming agent. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.